Event description:
The customer observed falsely elevated glucose results generated on the architect c16000 processing module for one sample. The following data was provided: sid (B)(6) initial measurement was 19 mmol/l (342 mg/dl), remeasurement was 8 mmol/l (144 mg/dl) (reference range 3.89-5.83 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.